Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient received a message on their programmer indicating that their ipg had reached end of service. The patient later met with an abbott representative wherein it was confirmed that the patient's ipg had reached end of service. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the entire system was explanted and replaced to address the issue. Effective stimulation was restored.